Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported that the listed endotracheal tube was in patient use for 5 days when the device was found leaking at the cuff. Reporter's contact information has been requested. No response has been received at this time. No incident related medical sequela reported.

Manufacturer narrative:
One used sample, without its original packaging, was received for product evaluation. The sample was visually inspected and it was observed that the welding section of the device was not uniform. Investigation determined that the leak was most likely a result of a welding issue during manufacturing. A corrective action request was implemented to include a check list and frequency of the critical accessories/parts verification (mandrels, crystals, bushing, etc.) To be tracked for probable damages or maintenance and considered as critical during the equipment set ups on (B)(6) 2011. As no lot information was provided, it cannot be confirmed that the returned sample was manufactured post procedure update. Additionally, re-training was provided to production personnel on 10/may/2016 to confirm all operations are being performed as necessary.